Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not deploy properly. A replacement unit was used to complete the procedure but there was increased bleeding from the aorta. The pt received 6 units of cell saver blood back. The reporter stated "I am not sure if I could isolate the heartstring as the cause of any blood that was given back. The pt received 6 units of cell saver blood back. I couldn't tell you the blood loss isolated from the heart string." There was also a delay in surgery but it was minor. The hospital did not report any further pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the delivery tube and the seal was extended outside the tube. The seal had started to unravel from the end. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. To further investigate; the seal was deployed per the IFU; the seal was pulled out of the delivery tube with no issues observed. Based upon the received condition of the device, the reported complaint "seal did not deploy properly" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).